Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 01/11/2016 with the following findings: a battery compartment crack was observed. Moisture was observed within the battery compartment; leak testing revealed a battery compartment leak. The returned battery cap was undamaged and the contact dimensions were within specification. Unrelated to the complaint, investigation revealed the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged battery cap and battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.